Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). E.3. Other occupation: pharmacy specialty products team. D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was down with the es server, database services, healthsight viewer (hsv), and connected systems unavailable due to the database not being restored after failover. A technical support specialist (tss) observed that the dsserveroltp and dsserverreport databases were in restoring mode and were not accessible, with no applicable knowledge article for version 1.11, and the database (db) server was not available in remote support service (rss)/securelink. The tss advised the customer to engage the dba team; the dba confirmed that the database had not been restored after failover and performed a failback, bringing both databases online. The tss then verified successful login to the patient encounter system (pes) and healthsight viewer (hsv). A critical hsv alert indicating patient information delay of approximately 33 minutes for vccerner_adt was noted, and engagement of the admit discharge transfer (adt) team was advised. The adt team confirmed no issues, and the carefusion coordination engine (cce) team also validated no concerns. The impact was identified as limited to a low-activity facility; the customer increased adt and pis processing thresholds from 15 to 30 minutes, after which new messages were processed within limits and the critical state was cleared. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server a system-wide outage occurred at (B)(6). The customer stated that the pyxis es server, health sight viewer, and bd logistics carousels were all down. Additionally, the pyxis machines had entered critical override mode. However, there were no delays or adverse events or injuries reported based on this event.